Manufacturer narrative:
Product has been requested for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During a cataract procedure the cutter had difficulty cutting. No medical intervention or treatment was required.

Manufacturer narrative:
One opened bl5525w pack from lot v9954 was received. The assembly was clean and dry. The tubing was still coiled and taped together. The cutter had been removed from the tubing and was in the tip protector, positioned incorrectly. The needle was not bent. The port window was in the opened position. There was no evidence of dried solution in the tubing. The ends of the tubing were stretched and have the shape of the barbs on the back of the cutter cap; indicating that the tubing has once been attached to the back cap. The connectors were inspected and no damaged was found. After reassembling the tubing onto the cutter, a functional test was performed using a stellaris pc system. The cutter had good clean cuts and had good aspiration. The cutter performed as intended.